Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h6. Proposed component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided for the original hip procedure. No medical records were provided for the unknown revision. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a right hip arthroplasty. There is eccentric head position reflecting polyethylene wear. There is no fracture dislocation or loosening. Radiolucency reflects osteolysis. The complaint was confirmed due on the evaluation of the provided x-ray. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# rd115654 lot# 261080 modified universal ii 54mm cat# 11-105904 lot# 476070 arcom 28mm rngloc lnr hwall 24 cat# 103531 lot# 952220 ti low profile screw 6.5x20mm cat# 103531-00 lot# 772360 ti low profile screw 6.5x20mm cat# 103203 lot# 472800 taperloc por fmrl 9x137 the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately fifteen(15) years post implantation due to unknown reasons. During the revision, the head component was removed. Attempts have been made and no further information is available.